Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the j702 connector on the dn pca was broken. The root cause for the missing trunk cable was physical abuse. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functionality testing.